Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized multiple times due to a low blood glucose level. There was a hospitalization back in december where the blood glucose was 40 mg/dl and later on it was 53 mg/dl. There was an episode of hyperglycemia with a blood glucose of 500 mg/dl. No further details were provided. The customer was hospitalized once again on 05/03/17 with a blood glucose value of 24 mg/dl. The customer stated the blood sugar dropped low and passed out. Ems was dispatched and customer was brought to the hospital. Customer has been getting low blood glucose readings, 27 mg/fl, 49 mg/dl and 61 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer¿s blood glucose level was 339 mg/dl at the time of call. The customer was still treating at the hospital as of (B)(6) 2017. While trouble shooting for the insulin pump, the customer mentioned that the drive support cap was loose. Customer was advised to discontinue use of the pump and follow their medically prescribed back-up plan. The product will be returned for analysis.